Event description:
Complainant alleged that while attempting to defibrillate a 60 year old male patient, the device displayed "defib fault 108", "defib fault 72", and "defib fault 80" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.